Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to device handling and reprocessing steps were different between the user and recommendation by olympus. The event can be prevented by following the instructions for use (IFU) which state: ¿reprocessing manual 3.9 hydrogen peroxide sterilization.¿ when performing sterrad® 100s/nx® (with/without all clear technology) sterilization, the eto cap (mb-156) must be attached to the venting connector in order to avoid rupture of the bending section. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. And the customer's allegation was confirmed. The bending section is cut and leaking ;due to incorrect reprocessing. In addition, the following non-reportable malfunctions were found during device evaluation: the bending section adhesive is worn and cracked, image is foggy test failed, bending angle does not meet specification, air venting connector is loose, and marking on scope cover is worn. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the oes cystonephrofiberscope had damaged coating. Due to leaving the cap off when sterilizing during reprocessing, after an unknown diagnostic procedure. There was no report of patient harm or user injury associated with this event.